Event description:
The patient underwent endovascular repair of aaa using the ovation prime abdominal stent graft system on (B)(6) 2014. The aortic body was advanced percutaneously and positioned and deployed as expected. During polymer fill of the aortic body graft, minimal polymer was observed in the graft fill channels and the fill polymer syringe was observed to be empty. The patient experienced hypotension, which was successfully treated per the recommendations in the device IFU. During placement of a palmaz stent in the proximal seal zone to achieve seal, the aortic body stent graft and palmaz stent were inadvertently displaced proximally during ballooning, covering the renal arteries and were successfully repositioned distally below the renal arteries. Due to the inability to visualize the aortic body graft, the physician elected to abort the case without implanting iliac limbs and the aneurysm was not excluded. An examination of the returned delivery system did not reveal any defects in the polymer flow channel; the implant remains implanted and therefore is not available for examination. As of the date of this report, there have been no additional sequelae reported.